Manufacturer narrative:
(B)(4).

Event description:
It was reported "the introducer needle has bent during puncture which could create deviation and is not safe." The device was removed and replaced. There was no delay to therapy and no patietn harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of bent needle was able to be confirmed by the photo. The bend was located towards the needle hub. Signs of use were also observed inside the needle hub, which confirms the customer report of 'during use'; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal". The IFU also states, "do not use if package is damaged". The customer report of a bent needle was confirmed by visual inspection of the customer supplied photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "the introducer needle has bent during puncture which could create deviation and is not safe." The device was removed and replaced. There was no delay to therapy and no patietn harm or injury. No medical intervention required. The patient's current condition is reported as "fine".